Event description:
Customer reported that in the pediatric unit a 'leak in the blue-colored tubing that threads through the pump' was noticed. They had just infused ns through the line although were getting ready to administer chemo. There was no pt harm. Although requested, no further pt/event details were available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.